Manufacturer narrative:
Philips service replaced the mpdu controller, hard disk spare part, and flexvision pc, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start as the flexvision pc did not boot automatically on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.